Event description:
On (B)(6) 2015 sales rep left vm regarding product complaint. No details. On (B)(6) 2015, during product training at depuy synthes spine in (B)(4), sales reps provided complaints specialist and complaint with additional details regarding the event. Per complaint form (received (B)(4) 2015) provided by sales rep: ¿during a posterior corpectomy, we used the x-mesh posterior system. After implanting the devices, the surgeon had a difficult time disengaging the inserter from the implant. This issue happened twice on the same patient. Both on the initial surgery and the revision surgery. During the second surgery (revision), two reps tried every option to try to disengage the inserter from the device with no luck. The surgeon, after 45 minutes of trying to disengage the inserter finally was able to disengage the inserter leaving the cage sitting sideways in the defect. He took the implant back out and asked medtronic to bring their system in. Implant on initial surgery was left in. On revision implant was explanted and another implant was put in. The second implant was eventually taken out because of doctor¿s frustration with inserter and doctor eventually ended up using medtronic for this procedure." Initial surgery date is (B)(6) 2015. Revision took place on (B)(6) 2015.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.